Event description:
It was reported that approximately three weeks after implant the patient presented to the emergency room with palpitations. Evaluation indicated that there was no ventricular sensing or capture. Chest x ray confirmed dislodgement of the right ventricular (rv) lead into the right atrium. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): a2dr01 implantable pulse generator (ipg) 2013-(B)(6), 5086mri implantable pacing lead 2013-(B)(6). (B)(4).